Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : moisture/water damage, functional : back-flow/check valve failure, functional : inadequate pressure, visual : stripped/worn/twisted/cross threaded per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from australia that during the annual service, it was observed that the fms vue ii pump-shaver box device unit failed the pressure stability test. It was noted that the "cpc" connector was corroded, there was liquid residue in the tubing on the main board, and the d-tent pins on both pumps had flat tips. During in-house engineering evaluation, it was determined that device had a back-flow/check valve failure and an inadequate pressure. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.